Event description:
A report was received that the patient underwent an explant due to the lead eroding through the skin. The physician does not know whether it was device or procedure related. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent an explant due to the lead eroding through the skin. The physician does not know whether it was device or procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-70, serial # (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant due to the lead eroding through the skin. The physician does not know whether it was device or procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the remaining paddle lead and the ipg, which occurred on (B)(6) 2012. The ipg passed all visual, electrical and performance tests performed. The ipg exhibits normal device characteristics. Damage to the paddle leads is a result of a typical explant procedure and it is not considered a failure. No anomaly was noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110 serial # (B)(4) description: precision implantable pulse generator (ipg) additional information was received that the patient's erosion led to an infection. The patient will undergo an explant of the remaining lead and ipg.